Event description:
The customer reported that the device is failing operational checks for a power related issue. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.